Manufacturer narrative:
The distributor performed a checkout of the system and confirmed the reported issue. The customer was provided with service offer for the part. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported leakage in the ventilation mode. There was no report of patient involvement.